Event description:
The 9.0 x 29 mm palmaz genesis stent was loose on the balloon. The plan was to do a pta procedure of both iliac arteries. When the doctor attempted to use the balloon catheter with stent on the guidewire (before putting it through csi), it was noticed that the stent was freely moving over the balloon. It was reported that neither positive or negative pressure had been applied and the stent had not been manipulated in any way. The procedure was completed by using another stent of the same type. The device was not used in the patient.

Manufacturer narrative:
Complaint conclusion: it was noted that the palmaz genesis stent was loose on the balloon. When the doctor attempted to use the stent delivery system on the guidewire (before putting it through csi), it was noticed that the stent was moving freely over the balloon. Neither positive nor negative pressure had been applied and the stent had not been manipulated in any way. The procedure was completed by using another stent of the same type. The device was not used in the patient. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile lsds genesis 9x29mm 135cm pro catheter was received coiled inside a plastic bag. The stent was moved from its original position. During microscopic analysis crimping marks were observed between the marker bands and residues of inflation media were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/ loose crimp was not confirmed since crimping marks were noted in the balloon and residues of inflation media were found in the balloon. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. With the information available it is not possible to draw a clinical conclusion between the device and the event. One non sterile lsds genesis 9x29mm 135cm pro catheter was received coiled inside a plastic bag. The stent was moved from its original position. During microscopic analysis crimping marks were observed between the marker bands and residues of inflation media were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
It is anticipated that the device will be returned, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt.